Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 240 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated she was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated she did not have a back-up plan and was strongly advised against continuing use of the insulin pump and to call her doctor to obtain a back-up plan. Nothing further was reported.